Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No scroll bar ramping numbers without button press noted. Unable to test pump and meter communication due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 293 mg/dl. Troubleshooting was performed. The device was returned for analysis.